Event description:
It was reported that during a non-tortuous, mildly calcified, proximal, left anterior descending artery stenting procedure, during post dilatation of a xience prime stent, a nc trek balloon delivery catheter (bdc) was advanced without resistance and the balloon ruptured on the first inflation at 14 atmospheres. The nc trek bdc was removed without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, inflation: bsc, guide cath: ebu3.5, stent: xience prime. (B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.